Event description:
It was reported that during a procedure, the saggital head broke apart into three pieces. There was a 15 minute delay for an x-ray to verify that nothing fell into the surgical site. There was no medical intervention as nothing fell into the site and no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. Motor pin, motor press plug, bearings and blade mount were replaced and the device was sent back to the user facility.